Event description:
The customer reported that the system had a communication error and a charger failed error. No patient injury was reported.

Manufacturer narrative:
The ge service representative performed an over the phone investigation with the customer. The customer was able to fix the malfunction, but no additional service information is available. The system was found to be working as intended and put back into service.